Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), uterine perforation ('left essure coil perforated through the left uterine cornua') and embedded device ('embedded in filmy adhesions to the left pelvic sidewall.') In a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital disorder female nos. Concomitant products included paracetamol (acetaminophen) from july 2012 to november 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish"), 1 month 1 day after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, embedded device, depression and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain, bladder or urinary problems, migration, perforation, breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion, breakage of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), vaginal infection were updated to recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), uterine perforation ('left essure coil perforated through the left uterine cornua') and embedded device ('embedded in filmy adhesions to the left pelvic sidewall.') In a 28-year-old female patient who had essure (batch no. 12520255,927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital disorder female nos. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish"), 1 month 1 day after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, embedded device, depression and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain, bladder or urinary problems, migration, perforation, breakage. 4 coils trailing from the right fallopian tube, 1 coils trailing. From the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion, breakage of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Lot no. Added.rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), uterine perforation ('left essure coil perforated through the left uterine cornua') and embedded device ('embedded in filmy adhesions to the left pelvic sidewall') in a 28-year-old female patient who had essure (batch no. 12520255,927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital disorder female nos. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish"), 1 month 1 day after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, embedded device, depression and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain, bladder or urinary problems, migration, perforation, breakage. 4 coils trailing from the right fallopian tube, 1 coils trailing from the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion, breakage of essure device. Lot number: 12520255. Manufacture date: 2012-02. Expiration date: 2014-08. Lot number:927074. Manufacture date: 2011-12. Expiration date 2014-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), uterine perforation ('left essure coil perforated through the left uterine cornua') and embedded device ('embedded in filmy adhesions to the left pelvic sidewall.') In a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital disorder female nos. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, embedded device, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion, breakage of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events perforation (fallopian tube(s)), device breakage, left essure coil perforated through the left uterine cornua, embedded in filmy adhesions to the left pelvic sidewall., physical pain, vaginal bleeding, menorrhagia, vaginal infection, depression, mental anguish and abdominal pain added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), uterine perforation ('left essure coil perforated through the left uterine cornua') and embedded device ('embedded in filmy adhesions to the left pelvic sidewall.') In a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital disorder female nos. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, embedded device, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion, breakage of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.